Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was not confirmed as not all components were returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The investigation determined that the reported suture retrieval issue, observed failure to deploy the foot, actuator wire separating from the tensioner and subsequent unexpected medical intervention appear to be related to operational context. It is likely an interaction of the device with patient anatomy, calcification or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Manufacturing engineering reviewed the reported details, returned device analysis and deemed the observed actuator wire separation from the tensioner to be related to the reported calcification that could result in more force required to lift the lever and open the foot. The extra force could break the actuator wire bond. The foot was opened multiple times in manufacturing process without issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: h6 - medical device problem code 1562 removed.

Event description:
Subsequent to the initially filed report, the following information was received: reportedly, the issue with the prostyle was a cuff miss [suture retrieval issue] occurred, not a suture break during knot advancement as initially reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a percutaneous coronary interventional procedure using a 6f sheath. Reportedly, a suture break occurred during knot advancement with the suture trimmer. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.